Event description:
It was reported that "the monitor freezes a few seconds during intubation and the freeze is followed by a restart of the equipment. After the restart the procedure can continue and be completed. This error has not resulted in any adverse events." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: as the product was not returned for inspection, more detailed investigation is not possible. As already mentioned, the device passed the quality test at the time of delivery. Based on the customer's description of the fault, we assume that it was caused by user error, as the IFU states that the product must be checked for functionality before use, which would have prevented this fault. If there is new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the software crash was traced to a runtime error that occurred while loading a script. Restarting the system resolved the issue, which explains why the problem did not reoccur during the examination of the monitor. It remains possible that another component in the imaging chain triggered the freezing event. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
As the product was not returned for inspection, more detailed investigation is not possible. As already mentioned, the device passed the quality test at the time of delivery. The IFU states that the product must be checked for functionality before use, which would have prevented this fault. If there is new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation results: during the technical inspection by the manufacturer, the fault description provided by the customer could not be reproduced and therefore was not confirmed. The following defect was identified: · rear part of housing damaged the fault reported by the customer could not be identified. It is not possible to determine how the fault occurred. The damaged rear part of the housing identified during the investigation cannot be the cause of the fault. Based on the customer's description of the fault, we assume that it was caused by user error, as the IFU states that the product must be checked for functionality before use, which would have prevented this fault. The event is filed under internal karl storz complaint ID: (B)(4).